Event description:
It was reported that from x-ray images provided, it seems that the four anchors are not symmetric and the top two anchors are "distorted".

Manufacturer narrative:
Method: device not returned; results: device evaluation could not be performed as no device was returned. Conclusion: the root cause of the reported event cannot be determined conclusively as no devices and insufficient information was received by stryker.

Event description:
It was reported that from x-ray images provided, it seems that the four anchors are not symmetric and the top two anchors are "distorted".